Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient mentioned they felt a shock when they turned on the device. The patient clarified it wasn¿t really a shock but an uncomfortable stimulation like it¿s a bit too high/strong. The patient stated that they were on the low at 2.5 but it still felt strong. The patient was redirected to the hcp.